Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fluid loss cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a labeling review was performed and according to the ipp instruction for use document, urinary incontinence is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented loss of artificial urinary sphincter (aus) function, examination revealed loss of filling solution. The patient was scheduled for a revision surgery on (B)(6) 2021.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fluid loss cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a labeling review was performed and according to the ipp instruction for use document, urinary incontinence is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented loss of artificial urinary sphincter (aus) function, examination revealed loss of filling solution. A revision surgery was performed and all components were removed and replaced with a new aus system. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.